Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was performed but could not be completed because the receiver was unable to communicate with the global communication tool. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the reported event of an no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.